Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A system check was performed and the pump was operating as expected. An infusion set site change was performed to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.